Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer experienced a lost filling. The serial number of the toothbrush was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that they lost a filling while using a sonicare power toothbrush.